Event description:
The subject device was returned for analysis and the device investigation revealed that the balloon has hole/perforation during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection there were no visual anomalies noted to the device. The balloon was examined microscopically and no cosmetic issue noted. During functional inspection a demonstration 0.014" guidewire was advanced to the distal tip without resistance. An attempt was made to inflate the balloon, and a leak was discovered due to the split/tear/puncture. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no damage noted to the packaging prior to preparation of the device, the balloon catheter system was used as per dfu, no other anomalies were noted to the device after removal from the packaging or prior to preparation , continuous flush was maintained. 50% contrast was used during procedure. It is most likely that the device may have been unintentionally damaged during preparation or during the procedure. A puncture/split/tear on the balloon was noted during the analysis of the returned device. The balloon was further examined under magnification and no issues were noted. An assignable cause of procedural factors will be assigned to the reported event: ¿balloon difficult to inflate¿ and the analyzed events: ¿balloon failed to inflate¿ and ¿balloon has hole/perforation during use¿ since these issues is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.